Event description:
Small posterior capsule tear occurred during I/a. Insertion of lens dramatically tore capsule, reducing support. Pt had dislocated iol one week post-op. Need to reposition iol. Feels that the I/a tip surface contributed to event. Va now 20/20.